Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. Investigation summary placement signal issue: after cross-functional review, it was determined that the intermittent nature of the signatures noted in data logs at the time of the psnr alarm are a known console issue. Therefore, there was no defect with the pump.

Manufacturer narrative:
D6b. Explantation day, month and year added.

Manufacturer narrative:
D4. Catalog, serial and primary UDI number corrected.

Event description:
The complainant reported that a patient was implanted with an impella 5.5 via right surgical axillary/subclavian artery. The nurse called about a "placemen signal not reliable" alarm. They disabled the audio and placement monitoring. An echocardiogram was ordered to confirm placement. The placement signal did return a few days later. After explant, the pump will be returning.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.